Event description:
Reportedly, the device was explanted at implant, due to mitral regurgitation. Mitral valve plasty was done to correct mr by using the ring, but regurgitation was not recovered. Therefore, the ring was explanted and mechanical valve was implanted as a replacement. No further details were provided. The device will be not returned as it was discarded at hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the information was received from the device implantation data card completed by the hospital or staff and returned to our implant patient registry. No additional information was provided. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. No customer letter was requested.

Event description:
It was reported that the patient has expired after an implant duration of 0.13 months. Through the operative report, it was learned that the cause of death may have been due to acute liver failure (hepatic failure).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.